Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. The cause of the low bg was unknown. The customer became unconscious, and an ambulance was called. The customer was taken to the emergency room (ER), and they were subsequently hospitalized in the intensive care unit (ICU) for two days. The customer was unsure of how the hospital resolved their low bg. The customer was released from the ICU on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.